Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited a high out of range shock impedance measurement greater than 125 ohms, coil to can configuration, four months post implant. Technical services (ts) discussed that single coil leads tend to have higher shock impedances. Review of trend data revealed a gradual rise from the 50 to 60 ohms range, and now in the low 100s with some variability. No adverse patient effects were reported. At this time, the lead remains in service.